Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported.